Event description:
I switched form a tandem slim insulin pump using g6 continuous glucose monitor system, back in (B)(6) 2026 to a "more aggressive" insulin pump to help manage my diabetes for I am a type 1 diabetic. I was switched to the minimed 780 g insulin pump with instinct sensor. Come to find out the instinct sensor cannot manually pair with the minimed insulin pump and the minimed mobile app needs to be used to activate a sensor, not only that if the app is not working or running in the background, the insulin pump and sensor disconnect, not allowing the pump to use the "smartguard" automated feature. The barrier with using a phone app, that needs to always be in range, is not affective and causes a brittle diabetic as myself to not have insulin automatically adjusted to help control my blood sugar. Minimed does have other sensors that communicate with the insulin pump, but the time to wait to get a endocrinologist provider to write the prescription, then minimed company to process, takes weeks if not months. A brittle diabetic cannot wait that long for a solution. It needs to be now, not hours later, or solution for a different cgm months later. Its not just the pump, it is the instinct cgm sensor: the app of the phone is not reliable and causes too many issues in connection loss between the insulin pump and cgm sensor. The instinct cgm sensor does not having the ability to be manually paired with the insulin pump, and the minimed 780g insulin pump does not have a function to manually pair the instinct sensor. Patient code: 4580. Device codes: 2896, 2880, 3283. Ref: mw5187424.